Event description:
It was reported that the insulin pump alarmed during prime. It was stated that the insulin pump alarmed motor error twice and then no delivery. Customer's mother stated that she was changing her daughter's infusion set and the alarms occurred after she did the rewind and then prime process. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Motor error alarm was cleared. Customer stated that the no delivery alarm was cleared by a complete infusion set and reservoir. Blood glucose level is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with cracked display window corners, battery tube threads, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.